Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a right ventral hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient had a surgical procedure on 2/3/2016 to remove the mesh. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 07/11/2019.

Manufacturer narrative:
Date sent to FDA: 7/23/2019. Additional narrative: it was reported that following the procedure the patient experienced pain.